Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified two cracks were found: first one at 28 cm , and second one at 33 cm from the proximal end. Moreover, residues were noted on the device, in addition, the distal tip section (j tip) was separated from the catheter shaft and was not returned. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "not for bilio-pancreatic use". (B)(4).

Event description:
(B)(4). Reportable based on the product analysis completed on june 26, 2017. An expel large capacity drainage catheter was placed in the abdomen to treat pancreatitis, approximately two weeks prior. It was noted the catheter has a hole and was leaking located where the drain exits the patient. A new drain was placed with no complications reported. However, the returned product analysis revealed that the shaft was cracked and the distal tip was fractured.